Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer reported via phone call that the last battery change was two days prior to saturday. Advised the customer that average battery life is one week, and that many things can deplete the battery life. A battery cap was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the customer had blank display. The customer states the batteries are not lasting as long as they should be. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised that replacement battery cap would be sent out. The customer was advised to monitor the device and call back if issues persist.